Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a broken piece floating around in uters') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), device expulsion ("a broken piece floating around in uters"), endometriosis ("endometriosis") and polycystic ovaries ("pcos") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (full hysterectomy). Essure was removed in 2015. At the time of the report, the device breakage, autoimmune disorder, device expulsion, endometriosis, polycystic ovaries and blood urine present outcome was unknown. The reporter considered autoimmune disorder, blood urine present, device breakage, device expulsion, endometriosis and polycystic ovaries to be related to essure. The reporter commented: reporter commented when she walk she feel like she can feel her coil poking. Concerning the injuries reported in this case, the following ones were reported via social media: blood urine present, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Event of medical device removal deleted. Event of autoimmune disorder downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysterectomy') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder (seriousness criterion medically significant), endometriosis ("endometriosis") and polycystic ovaries ("pcos") and was found to have blood urine present ("blood in urine"). The patient was treated with to remove essure. Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, endometriosis, polycystic ovaries and blood urine present outcome was unknown. The reporter considered autoimmune disorder, blood urine present, endometriosis, medical device removal and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: blood urine present most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporter's information was added. Added event blood in urine. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysterectomy'), device breakage ('a broken piece floating around in uters') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), device expulsion ("a broken piece floating around in uters"), endometriosis ("endometriosis") and polycystic ovaries ("pcos") and was found to have blood urine present ("blood in urine"). The patient was treated with to remove essure. Essure was removed in 2015. At the time of the report, the medical device removal, device breakage, autoimmune disorder, device expulsion, endometriosis, polycystic ovaries and blood urine present outcome was unknown. The reporter considered autoimmune disorder, blood urine present, device breakage, device expulsion, endometriosis, medical device removal and polycystic ovaries to be related to essure. The reporter commented: reporter commented when she walk she feel like she can feel her coil poking. Concerning the injuries reported in this case, the following ones were reported via social media: blood urine present, device breakage, device expulsion. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event was added as" a broken piece floating around in uterus was split to device breakage and device expulsion. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysterectomy') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant), endometriosis ("endometriosis") and polycystic ovaries ("pcos"). The patient was treated with to remove essure. Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, endometriosis and polycystic ovaries outcome was unknown. The reporter considered autoimmune disorder, endometriosis, medical device removal and polycystic ovaries to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.